Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when checking the cuff before insertion, they noticed that the foley catheter was damaged. On visual inspection, balloon damage could not be confirmed. They confirmed that there was a leak from the drainage eye. The inlet tube was cut and all components other than the bag and syringe were discarded.

Event description:
It was reported that when checking the cuff before insertion, they noticed that the foley catheter was damaged. On visual inspection, balloon damage could not be confirmed. They confirmed that there was a leak from the drainage eye. The inlet tube was cut and all components other than the bag and syringe were discarded.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. The root cause identified, it was difficult to assure the positioning of the catheter due to vision was difficult. Photo sample: three photos were received. The first one shows an overview of the catheter and syringe, the second photo zooms into the catheter balloon and tip and the third photo shows a note in native language. Visual: received 1 all-silicone foley catheter with sample port connector and syringe. Visual inspection of the sample noted no obvious visible observation. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. Sample received product does not meet specifications which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿. A DHR review are not required for the reported issue. The labeling review is not required for this complaint. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.